Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported patient had a 5.5 pump support placed for the patient admitted in with multivessel disease and low ef undergoing coronary artery bypass graft. The support was ongoing when there was bleeding on day 2 of the support which required blood products and re-exploration. The pump remained on and was still supporting when there was new vt that required cardioversion. The pump supported for 7 days and was weaned and explanted.

Manufacturer narrative:
B.3 revised as date was reported incorrectly on the initial report that was submitted. B.7 added information that was inadvertently omitted from the initial report that was submitted. E.1 added initial reporter phone number and zip code extension as they were inadvertently omitted from the initial report that was submitted. E.4 added selection as it was inadvertently omitted from the initial report that was submitted. G.1 manufacturing site name should have been left blank on the initial report that was submitted. G.3 the date was reported incorrectly on the initial report that was submitted. The date should have reflected 12-aug-2025. The investigation was completed and no product was returned for investigation. Bleeding: chest exploration for bleeding and it was noted that the bleeding was primarily form adipose tissue. The root cause of access site bleeding is determined to be patient condition because of the bleeding from the non-impella site. Arrhythmia: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review was completed and the device passed all post sterile inspection checks.